Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used. Not enough information was provided to conduct a review on cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had foggy vision and dysphotopsia. The lens was exchanged two months after initial implantation with a different model iol. In a follow up, the surgeon reported that the event resolved after the exchange procedure.